Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports related to this event. The associated manufacturer report numbers are 1225714-2014-15797, 1225714-2014-15798, and 2937457-2014-03605.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, four years prior to expiry, which is alleged to have been caused by the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.